Event description:
It was reported the xenon light source emergency lamp indicator and main lamp were lit up at the same time. The issue occurred during maintenance with no reports of patient harm or patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was the emergency lamp indicator was blinking and occurred due to emergency lamp failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.